Event description:
It was reported that a decrease in r-waves was noted. X-ray found the lead had dislodged. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.